Event description:
An "incompatible os or incompatible device" issue was reported with the abbott diabetes care (adc) device in use with iphone 12, ios version 17.5.1 and app version 2.11.2.8275. The customer was unable to monitor the glucose level and the customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of oral juice with sugar from a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer reported an issue about critical alarms. After reviewing the customer's reported issue, it was determined the issue does not pertain to a software functionality of the app. The investigation did not identify the app as the cause of the issue. The case was resolved with the assistance of customer service. Therefore, the reported issue is not confirmed in relation to the customer's reported application. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "incompatible os or incompatible device" issue was reported with the abbott diabetes care (adc) device in use with iphone 12 phone with ios operating system version 2.11.2.8275. The customer was unable to monitor the glucose level and the customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of oral juice with sugar from a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a us customer. This is same/similar to us freestyle libre 2 ios/android application part number 71926-01. All pertinent information available to abbott diabetes care has been submitted.